Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two used q-syte units without packaging. Through the visual examination the units revealed traces of media were present throughout the units. The top disk of one unit was lifted at the rim and the other unit¿s top disk was partially pushed into the top body and partially lifted. The reported defect was confirmed. Both units revealed the slit at the top disk was present and centered in the correct position, no gaps in adhesive were present indicating that the adhesive was evenly deposited, and no body or septum damage was observed. A septum can be pushed in during use if excessive actuations or extreme force occurs. Since the unit was received out of its original packaging, bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that q-syte closed luer access device septum was collapsed. This occurred on 5 occasions. The following information was provided by the initial reporter: use normally within the indwelling time, the septum was collapse.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte closed luer access device septum was collapsed. This occurred on 5 occasions. The following information was provided by the initial reporter: use normally within the indwelling time, the septum was collapse.